Event description:
During use by surgeon, the clip was applied in the usual fashion to the cystic artery. Once the handle was compressed to release the clip, the clip was applied, but the handpiece would not release again. This required the surgeon to open a second clip applier and clip the artery again, above and below the current clip location. The first clip applier was then removed from the patient while still connected to the clipped piece of artery.